Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l35398, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient missed a refill. The patient relocated and was unable to find a physician to refill the pump and the pump went dry. This occurred about 2 years prior to the report. The patient had a return of pain symptoms. The patient was in severe pain and had been like that for 2-2.5 years. The pump stopped beeping about 2.5 years ago and was no longer working. The patient has spoken to their primary care physician and received oral medications loratab and oxycodone/oxycontin; however, the patient was afraid to continue taking the oral medication. The patient was experiencing difficulty finding a physician to remove the current pump and replace it with a new one. Additional information received reported that every once and a while the patient could still hear the pump beep. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.